Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.